Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. There was no pe at the start of the procedure. The watchman® access system (was) was deep seated in the laa. However, an x-ray was performed and after the contrast injection, a small collection of fluid around the heart less the 1 cm was noted. The patients activated clotting time (act) was originally 297, then they gave 40 of protamine. Their act was then 167 and they gave another 10 of protamine. There were no major complications, no tamponade or pericardiocentesis tray opened. The device never entered the patient and the procedure was aborted. The patient remained stable and is scheduled for repeat procedure in one month.